Event description:
A malfunction was reported on the pump, specifically indicating the malfunction code "malf 14." The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears. No further action was deemed necessary, as the customer, a police officer, planned to reload the cartridge upon returning to the station.